Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70 serial: (B)(6) /(B)(6). Batch: 7094333/7094982.

Event description:
It was reported that the patient was experiencing leg weakness and the physician suspected it might be due to the stimulation. The patient underwent a full system explant procedure. The explanted devices will not be returned.